Event description:
A medtronic ent representative received a report from the site that their software became unresponsive after completing registration and before navigate. This took place while in a functional endoscopic sinus surgery (fess) procedure. After completing a tracer registration, the software did not give a pass or fail indication and did not proceed to navigate. The site could not select anything on the screen and a hard re-boot was performed. A second registration attempt was made; however, the software became unresponsive at the same point. Navigation was discontinued and the fess procedure was completed. There was no impact on the patient outcome.

Manufacturer narrative:
Patient information not available at time of this report. Investigation by medtronic ent representative at the site involved visual inspection and functional testing of the task transition from register to navigate. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database. Following the event, the site reported that the system seemed to be functioning normal.

Manufacturer narrative:
Computer has been upgraded to rollingstone. A medtronic representative completed the computer upgrade on (B)(6) 2012; system tested and is fully functional.